Manufacturer narrative:
Date of event: event date approximate; month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that for the last couple of weeks the patient was experiencing loss of bladder control, wetting all of the time during the day and at night gets up every 1-2 hours. The patient also mentioned that when they void the urethra is painful, mentioning a possibility of  a uti; however, they said that they typically didn't get utis. The patient asked for directions on how to connect to implant. They recharged their implant last night. Patient services (ps) agent did not ask about the circumstances that led to the reported issue. Ps reviewed navigation basics and the patient connected; however, received a por message. Ps reviewed meaning and, with instruction, the patient turned therapy on. However, they said that it was too strong so they decreased the setting until it was no longer painful. Now the patient is at .6. Ps reviewed therapy information and general programming guidance. The patient will maintain stimulation level and will continue to track symptoms. Ps redirected patient to contact their healthcare provider's (hcp) office to report symptoms to get direction whether or not to be tested for possible uti. The patient's relevant medical history included the patient's medical condition with their rectum, where it doesn't constrict at the end. As a result patient said that stool sometimes collects at the end of rectum.

Event description:
Additional information was received from the patient. They reported that they are still having difficulty with symptoms at night and having difficulty sleeping. Patient repeated loss of symptom control with stim off, lost control when stood up. Patient said that they do drink a lot of water and said did drink less water yesterday and did not urinate as much. Reviewed therapy information. Reviewed how to check battery levels. Reviewed how to add recharger app shortcut back to the home screen. With assistance patient charged from 80% - 100% during the call.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient stated their symptoms seem to have gotten worse. Her pad is full 3-4 times a night. When pt would stand up before the urine wouldn't just leak and now it does. If just sitting in chair can fill the pad 1/3 of the way. She is frustrated. Has to wake up 3-4 times during the night. Sleep is horrible. Doesn't know if doing something wrong. She can barely make to the bathroom comes out involuntary. Patient does have bowel issues. End of bowel is ballooned so she thinks it impacts the therapy. When have a full stool it affects the bladder and causes pressure. Doesn't have equipment with her but she is at 1.1. She thinks on program 2. Told caller to see if she can increase the stimulation. If she can't increase it comfortably then she needs to change programs. Told her to monitor her symptoms for a couple days and see if the symptoms improve. Patient said she had tried medication in the past. She didn't like the medicine because it caused side effects, but it helped the symptoms. She wanted to know if some people use the therapy and the medication together. I told her some people do. I told her to follow up with her concerns with the doctor. Reviewed the compatibility guidelines of red light therapy. No further complications were reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider (hcp). It was reported that the cause of the issue was the patient had turned off their stimulator. The issue was resolved through patient education.